Manufacturer narrative:
Sample was li heparin that was centrifuged for 10 minutes. Qc is performed once daily and was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was on-site (B)(4) 2010 and performed hardware verification protocol. All verification met published specifications and no hardware issues were noted. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system. Upon repeat, the results were higher. The patient had a cardiac event and the initial result of 0.86 ng/ml was reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.